Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had a helium gas leak. A new helium cylinder was installed during an in-hospital inspection and the device was installed on the day of notification. When checked, it looked like the helium gas was almost exhausted even though it was not used. Tried changing to a different cylinder, but the gauge meter on the cart didn't go up. There was no patient involved.

Manufacturer narrative:
A getinge field safety engineer (fse) was dispatched to investigate the unit. Was unable to reproduce the error. There is no problem with the operation of the equipment, so will continue to observe the progress.

Event description:
It was reported that during daily inspection at the hospital, the cardiosave intra-aortic balloon pump (iabp) unit had a helium gas leak. A new helium cylinder was installed during an in-hospital inspection and the device was installed on the day of notification. When checked, it looked like the helium gas was almost exhausted even though it was not used. Tried changing to a different cylinder, but the gauge meter on the cart didn't go up. There was no patient involved.